Event description:
It was reported that the right ventricular [rv] lead had increasing threshold measurements. It was also noted that an rv lead warning was triggered due to low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.